Event description:
It was reported that this cardiac resynchronization therapy defibrillator exhibited noise, oversensing and pacing inhibition of less than 2 seconds on the right ventricular channel. It was discussed a potential lead replacement. It was decided to perform a lead replacement. This device remains in service. No further adverse patient effects were reported.